Event description:
It was reported that during a diagnostic colonoscopy, the xenon light source produced a dim light, after changing light bulb twice. The unit was set to auto, spare lamp was not activated, and brightness did not change light output. The procedure was completed with a backup device and there was no report of patient injury or adverse event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.